Event description:
Pt was strapped into the lift and lifted a little, so that the attendant could put on the leg straps. At that time the pt stepped back and fell out of the sling, landing on his buttocks. The sling was still attached to the lift. The pt suffered an abrasion and bruising to their left upper back, which was cleaned and treated on-site; no hospitalization was required.

Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.